Event description:
The injector was set for 150 ml of contrast at a flow rate at 2.0 ml/sec. The technologist did a test injection of aprox 30 ml while at the pts side. The technologist then manually stopped the injection and went out to the control to start the injection again. With approx 20-30 ml left to inject, no contrast enhancement was seen. The injector was manually stopped. The arm was scanned and contrast was seen behind the patch in the bicep region. It was estimated that approx 100 - 200 ml extravasated. The pt was treated with cold compresses and ice. During a follow up with the pt the swelling had subsided. No further medical intervention was required. The injector never paused to check for extravasation and the pt did not complain of arm pain.